Event description:
A talent stent graft system was implanted into a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a large amount of blood loss prior to talent stent graft procedure, and during the implantation, the patient lost blood pressure. The abdomen was distended, and the physician elected to open the abdomen. During the procedure, the patient coded, and then the patient expired. No further information has been provided.

Manufacturer narrative:
(B) (4): results and conclusions: (death), (pre-operative rupture), (device was used for treatment of a pre-operative rupture).